Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that sediment on the contacts of the scope socket led to the malfunction resulting in the noisy image issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the light source exhibited a noisy image. This report is being submitted for the malfunction found during evaluation.

Event description:
The customer reported to olympus, the light source needed repair of the output socket for endoscopes. It is unknown when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image cannot be displayed due to water leak in the connector and the front panel is cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.